Event description:
The customer was hospitalized with high blood sugars. Customer was found unresponsive an hour and a half prior to admission to the hospital. Doctor believes there is a problem with the pump and requested a replacement.